Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had damage to the cutting edge of the knife blade. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy, during firing, the handle was stiff. The handle made a crack sound and firing was performed with force. Resistance of the stapling was particularly felt in the 1st and 4th firing. There was no patient injury. Medtronic's initial evaluation of the incident is that a visual inspection of internal components revealed that the clamping mechanism was deformed, the knife-bar assembly was buckled, and staple pushers were partially flush with the cartridge.